Event description:
Pt type 3 skin) was treated for hair removal with a cynosure apogee 9300 laser 2002. Treated areas were lower leg and bikini. Treatment parameters were 14j/cm2, 20ms pulse duration with a scanner. "Hyperpigmented dots after rx, blistered next day, both legs"